Event description:
It was reported that erosion occurred and then infection occurred. The left ventricular (lv) lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator (ICD) implanted: 2012-(B)(6), 694965 implantable tachy lead implanted: 2007-(B)(6), 5076 implantable pacing lead implanted: 2007-(B)(6). (B)(4).